Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a power error detected error alarm on the insulin pump. The customer¿s blood glucose level was unknown. The customer reported that the insulin alarmed power error detected error for every four hours. The insulin pump will not be returned for analysis

Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance to the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the device was monitored and functioned properly. Device received with cracked case behind the device near the battery tube compartment.